Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire. The shaft was inspected for damage. It was noticed that the tip was detached approximately 5cm from the tip. It was also noticed that there was a bend approximately 6cm from the proximal separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the guidewire tip detachment occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, the tip of the fathom wire broke off in the patient. The physician was able to retrieve the detached tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.